Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The electronic ventilator central processing unit and inspiratory proportional valve were replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 2/29/16 phone and email, 3/1/16 phone, 3/2/16 phone and email, 3/9/16 email.

Event description:
The hospital reported that, at the start of a case, the unit alarmed, notifying the user to switch to manual mode of ventilation. The unit was replaced and the case was completed. There was no reported patient injury.